Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device unexpectedly shutdown, and illuminated the service indicator light. There was no patient use associated with the reported event.